Event description:
It was reported that the device was returned for service. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service. During service, technician found rpm below specification due to normal wear, the device rpm were too low and loud. Fins, bearing, and locking parts were replaced as part of maintenance activity.